Event description:
I am emailing to give some feedback on some of the issues we have been having with the on guard2 closed system transfer device bag adapter sp. Today we had the issue of an air leak in/around the adapter. The bag adapter was spiked with the tubing and the adapter was spiked into the bag as it should be. While squeezing the drip chamber on the IV tubing you could hear the air escaping the tubing from the area of the bag adapter. We ensured everything was correctly connected and even changed the tubing and the problem continued. While priming the IV tubing you could also see that there was an increase in bubbles coming into the line. This obviously could have been a serious issue if we had sent this out to the patient and air bubbles got into the line.